Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-12000. It was reported that pump-priming was aborted. During the pump startup, the pump power increased to 2.4 and then to 2.8, but the pump did not start within 10 seconds. Pump speed was 0 rpm. The pump was stopped and the connections were rechecked by disconnecting and reconnecting. Then the tech restarted the pump via the start button on the monitor. The pump power was increasing again to 2.0 - 2.3 then after about 6 seconds the pump started and the speed showed 3,000 rpm. Pump power continued to increase to 2.8. The pump was stopped and the connections and the position of the pump within the ns container were rechecked. This time when the pump was started the pump started normally but the pump power increased to 2.1 - 2.2. It was noted that the inflow cannula was against the wall of the container. Once it was moved, the power came back down to 1.5 - 1.8. The fourth time the pump was started, it started normally, pump power was at 1.4-1.6. The decision was made to not use the pump and a new heartmate 3 left ventricular assist device (lvad) kit was used.

Event description:
Related MFR # of the heartmate power module patient cable: 2916596-2022-15735.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a device related issue that would have contributed to the report of a delayed pump start during priming. It was reported that pump priming was aborted due to the pump not starting within 10 seconds. Review of the system controller log files found that the driveline was connected to the controller prior to power being connected. This was followed by only the white power cable of the controller being connected to a power module. The hm3 IFU instructs the user to connect both the white and black power cables of the system controller to the power module patient cable. This step occurs prior to connecting the modular cable. The log file then shows that during pump start up, the pump current draw caused the measured voltage in the white power cable to decrease to at least 9v, resulting in a low power hazard. The system is designed to prevent the pump from attempting to start if the system controller is not connected to external power. This decrease in voltage appeared to cause the intentional pump stop to re-enable. This sequence of events repeated on the second attempt to start the pump. Later, during the third attempt to start the pump, both the white and black power cables were connected. The pump successfully started within 4 seconds. The pump was stopped and restarted two additional times before the end of the log file. (B)(6) was returned with the pump cable intact. Prior to disassembly, the pump was connected to a mock loop and commanded to start via the system monitor twice. The pump started as expected both times. Subsequent examination of the pump blood-contacting surfaces found no depositions or debris. The pump rotor, rotor well, and pump cable appeared unremarkable. The reported event was then attempted to be reproduced by connecting the returned system controller to a mock loop with only the white power cable and no backup battery installed. The pump successfully started in less than 5 seconds on every attempt. Decreases in voltage due to the pump current draw occurred during each attempt, which is normal, but the values never went below 13.8v. These tests were repeated with a known bad patient cable and the pump continued to start normally with the system voltages never decreased by more than 1w. The pump functioned as expected during all start up tests and the reported event could not be reproduced. Based on the controller event log file, the intentional pump stop activating during the reported event appeared to be due to only connecting one of the power cables and a potential issue with the power module patient cable. Heartmate 3 lvas IFU describes the surgical considerations necessary to prepare, implant, and explant the hm3 lvas. The connecting and initializing the sterile system controller to non-sterile equipment subsection instructs the user to connect both the white and black power cables of the system controller to the power module patient cable. This section is followed by the subsection entitled preparing, running, and priming the pump. This section states to connect the modular cable to the system controller and then connect the pump cable to the modular cable. The section then instructs the user to initiate pump operation at 3000rpm by pushing the pump start button on the settings screen of the system monitor. The pump may take up to 10 seconds to start. This section also warns that if the pump fails to operate properly, do not implant it. Utilize the back-up heartmate 3 lvad in its place. The powering the system section states that power module preventive maintenance must be performed every 12 months, which includes replacing the patient cable. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.